Event description:
Info received on (B)(6) 2012 that a pt had a "propylene sling" implanted, date and name of implant not reported. Pt was "wondering if that's the one they're having all the trouble with."

Manufacturer narrative:
The device implanted in this pt was not specified. Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.